Event description:
Customer reported a malfunction on the pump, but no notable events occurred prior to it. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. Customer was instructed to reset the pump and may continue using it; advised to call back if the malfunction recurs, which customer acknowledged.